Event description:
Information was received from distributor regarding a bone cement having spinal therapy. It was reported that the bone cement was found to be defective, with the liquid in a solidified state, upon inspection after retrieval from consignment at a hospital. It was also reported that labeling was not followed throughout the procedure. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4 PMA/510(k)#: the reported product c05b is not marketed in us but a similar product with product ID: cx01a, UDI: (B)(4), with 510(k)# k102397 is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4): part # c05b, lot # 229476717 visual inspection confirmed the vial has returned broken. The polymer has hardened inside the vial. Unable to determine if vial was damaged during the shipping process or after opening. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.